Event description:
Customer noted two pieces of the tubing at the luer end of the tubing broken off causing fluid leakage. Tubing was on a pt while infusing a normal saline infusion for at least 24 hours in the alaris imed pump when the event occurred. The packaging was not saved. No additional info was available.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the MFR.